Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The pump remains in use supporting the patient. A correlation between the device and the reported elevated lactate dehydrogenase levels and suspected hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2016, it was reported that the patient was seen in the vad clinic for a routine visit without any complaints. Laboratory test results found the lactate dehydrogenase (ldh) level was approximately 846 u/l which was elevated from the previous value of 303 u/l on (B)(6) 2016. There was a suspicion of hemolysis although the patient denied hematuria or any other signs/symptoms of bleeding. An (B)(6) study revealed that the aortic valve remained open at pump speeds between 9600-11200 rpm and closed intermittently at 11600 rpm with evidence of suction at 12000 rpm. The patient's fixed pump speed was subsequently changed to 9800 rpm. Additionally, the aspirin dose was increased to 325 mg and 75 mg of oral persantine was initiated. The patient was subsequently admitted for hydration, a sodium bicarbonate infusion, and initiation of IV heparin. At the time of the admission, the patient' inr was 2.4, the prothrombin time (pt) was 25 seconds, blood urea nitrogen was 20 mg/dl and creatinine was 1.18 mg/dl. Urinalysis was negative for blood. Additional laboratory test results showed the plasma free hemoglobin was 6.1 mg/dl, hemoglobin was 11.9 g/dl and hematocrit was 36.5%. On (B)(6) 2016, the patient's ldh level had decreased to 543 u/l and the inr was 2.5. The patient was discharged home on aspirin, coumadin and persantine. No additional information was provided.